Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure -1001" and "compressor failure -1002" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Through additional follow ups with the end user, it was identified that this is a duplicate complaint which was already reported under manufacturer report number: 1220908-2025-04916. The initial report was submitted to the FDA on 29dec2025. The supplemental report was submitted to the FDA on 16feb2026. Please refer to the supplemental MDR #1220908-2025-04916 for results of the investigation findings previously submitted on 16feb2026.

Event description:
Through additional follow ups with the end user, it was identified that this is a duplicate complaint which was already reported under manufacturer report number: 1220908-2025-04916. The initial report was submitted to the FDA on 29dec2025. The supplemental report was submitted to the FDA on 16feb2026.